Event description:
Related manufacturer reference number: (B)(4). It was reported, that noise was noted, on both the right ventricular (rv) and right atrial (ra) leads. Noise was over-sensed leading to pacing inhibition. High capture and low lead impedance were observed, on the rv lead. Both leads were capped and replaced. There were no adverse health consequences. The patient was stable.